Event description:
Rptr purchased a box of 20 ob regular absorbancy tampons. This was their first time purchasing and using this product, though they have used other ob brand tampons for many years. Rptr used one tampon after purchasing them and attempted to remove the tampon approx four hours later. When rptr pulled the string to remove the tampon, the string came off the tampon. Rptr then tried to remove the tampon and the tampon was "falling apart" and came out in several pieces, "some as small as the end of a q-tip". Rptr assumed that they had removed all of the tampon but was not sure. They then tested approx four tampons by taking them from the box and "safety checking" them. This particular brand of ob has a silky coating around the tampon and when manipulated the tampon with fingers, this silky coating easily came off. Rptr believes that this coating came off while the tampon was inside and that this caused the tampon to break apart. The next day, rptr was experincing aches, pains, hot flashes, loss of appetite, queasiness, redness in the face and irritation in the vaginal area, but thought that some of the symptoms may be attributed to the mattress recently purchased. Rptr called hosp and they advised them to go the emergency room immediately, but rptr said they did not have any transportation. The next morning, rptr said that they vomited several times and described the vomit as a "mucous substance and still had the symptoms from the previous day.